Manufacturer narrative:
Failure analysis found the primary failure of broken input disk to be related to the customer reported complaint. The instrument was found to have an input disk broken. Input disk #7 was found completely detached from the base of the housing. Hairline cracks were found on input disk #6. Other backend components adjacent to the broken inputs do not show damage. As a result the grips will not close.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip applier instrument was not closing to seal clip on tissue. There was no effect to the patient or delay. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was not inspected prior to use. The incident occurred while the surgeon attempted to clamp on the vessel. The instrument would not work, or clasp shut. The surgeon experienced that the jaws were static when trying to clasp. The issue led to an unsuccessful clip application. The clips used were only one size. The tissue was not greater than specified. The incident occurred on the 1st application and would not work. Therefore, it was replaced with a backup instrument. The instrument was returned to isi for analysis. The customer was unsure if photos or videos were available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument, however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.